Event description:
It was reported that an unspecified adverse event occurred during implantation of a spinal cord stimulator lead. The healthcare professional stated he ¿received information from the radiologist about something with the lead while implanting.¿ it was stated that an MRI of the head/brain/cervical spine area was to be taken. It was stated ¿they were discussing a diffusion scan¿. Additional information to be added as it is received. Additional information was received about the adverse event that occurred during cervical lead implantation. It was reported that the cervical lead implant procedure was unremarkable and that the patient got good neurostimulator coverage in her right bicep, but that the patient was unable to move her right arm and right leg immediately following the procedure. It was stated that the symptoms seemed to get better slowly after time. The patient was hospitalized. No diagnostic testing had been performed but it was reported that it would be performed in the future, including an MRI. Additional information was received. It was reported that the patient had ¿some type of an epidural leak/puncture¿. Additional information was received that the brain scan and cervical MRI results ¿were ok¿. It was confirmed there was no epidural puncture or leak. It was stated that the healthcare provider ¿thought it was a stroke¿. It was stated the patient had a history of strokes and that the brain scan revealed a small stroke on the right side of the brain, but that it did not correlate to right sided symptoms. It was reported that impedances were normal. It was stated that the paralysis symptoms were present with or without the stimulation on. It was reported that there was no intervention surgery planned, the patient did not want the system explanted. It was stated that she was ¿insistent on it staying in. It really helped her with her right bicep pain, which was her original pain¿. It was reported that the patient had been discharged from the hospital. Right arm and leg paralysis was still present, ¿although not complete¿. It was stated that she ¿had feeling though¿ and that she felt stimulation from the device.

Manufacturer narrative:
Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).